Event description:
The customer reported that she experienced low blood glucose of 35mg/dl after over bolusing. The customer mentioned that she was hospitalized last summer due to low blood glucose, but that instance has nothing to do with the insulin pump, and she did not disclosed any information regarding the event. Then the customer stated that a few days ago she was running high, but she changed the infusion set and her glucose level was normal. The customer stated that she lowered her basal rates, but she still went low. Troubleshooting was performed, and the alarm history revealed a battery and low reservoir alarms. Ran the self test and passed. Also it was found that the customer does not change the infusion set every three days, and she uses up to seven days. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump was performed and the device passed the displacement and basic occlusion test. All operating current were within specifications. The low battery, off no power, and low reservoir alarms function properly. The device was programmed with multiple basals and boluses and monitored. All the basals and boluses were delivered completely and their indicated amounts were properly recorded in the basal history and bolus history respectively. The device correctly calculated the additional bolus deliveries and was correctly reflected in the daily total screen. However the insulin pump was unable to prime due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The device had a cracked case at the display window corners and cracked battery tube threads.